Event description:
The manufacturer became aware of an allegation that an end user developed sinus infection, woke up with congestion and a burning sensation in her nose, sick and also expelling large amounts of green mucous while using a rep dreamstation auto CPAP device. The patient's attending physician was prescribed antibiotics and also states she was given nebulizer treatments and a rinse to use. Patient¿s current condition still has nasal drainage which is causing a cough. The device was returned to a third- party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. In addition, the devices error log was downloaded, and one error code was present when reviewed. Lastly, the device has been corrected.

Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.